Manufacturer narrative:
The actual complaint product was not returned for evaluation the device history record for the returned lot number,m5110t611 , was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the third of four reports. Refer to 8030647-2015-00147 for the first patient. Refer to 8030647-2015-00148 for the second patient. Refer to 8030647-2015-00149 the fourth report. It was reported that "they suctioned a patient then locked it and the machine kept saying circuit leak, the suction catheter seemed to not shutoff the suctioning. When suctioning the patient and locked the suction catheter, the vent was alarming saying circuit leak and creating suction. Additional information received on 07/30/2015, the respiratory director states during morning rounds the therapist exchanged patient catheters from the same box and lot number while four of the patients vent alarms revealed circuit leaks. The catheters were exchanged and there was no adverse effects to the patients involved.